Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged, and subsequently shutdown. Customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. Customer administered manual injections to address bg level. The customer reverted to an alternate method of insulin therapy.